Manufacturer narrative:
(B)(4).

Event description:
Procedure required use of retrograde pack (B)(4), a custom-made pack assembled by medline for use at this facility. During the procedure, the technician reported "flakes" from the 4x4 gauze removed from the pack. The 4x4 gauze is a product of (B)(4), vendor item (B)(4).